Event description:
Boston scientific received information that this right atrial (ra) lead exhibited loss of capture at high outputs. Additionally, high out of range pacing impedance measurements were observed. An invasive procedure was performed to replace the lead. Only the terminal portion of the lead was able to removed. The distal portion was surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
The terminal portion of the lead is expected for return. This report will be updated upon return and completion of analysis.